Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; full lead in segments analyzed. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted that there is blood in the distal conductor which most likely entered through the is-1 pin, because no insulation breaches were observed. While turning the is-1 pin, torque transfers to the helix without difficulty. The helix is stretched out of specification and there is blood in/on the helix/lobe mechanism. Damaged at implant.

Event description:
It was reported that during implant attempt of a new lead, there was positioning/fixation difficulty and high thresholds. The device was not used. There were no patient complications reported as a result of this event.